Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/18/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot and charge due to the device will not turn on. Unable to run functional testing, receiver logs, global communication tool software test, manual test because the device will not turn on. Open receiver case for internal visual inspection, pass. Perform speaker audio intermittent tests, unable to run receiver will not turn on. Measure the speaker resistance. Speaker resistance within specification. The reported event of no audio output was undetermined. The root cause could not be determined.